Event description:
A customer observed imprecise troponin I results on a pt sample. The biased result was not reported to the physician. Falsely elevated results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into the events showed that the precision of the system with this assay did not perform as expected. Datalogger analysis did not identify any analyzer malfunctions. A field engineer visited the site and replaced multiple worn analyzer components. The service actions restored the system to normal operation. The root cause of the imprecise results was instrument related.